Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery in this pacemaker appeared to be depleting prematurely. Review of device data showed increased power consumption. Boston scientific technical services (ts) discussed this device is included in the (B)(6) 2017 minute ventilation (mv) signal oversensing advisory population and discussed programming mv off. Ts also discussed likely device longevity expectation based on device memory analysis. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was later reported that this device was explanted and returned for analysis.